Manufacturer narrative:
Method: complaint history review; risk assessment; results: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: the likely root cause is not determined because no devices and insufficient information was received.

Event description:
It was reported that; the poly adjustment driver had 2 of the prongs breakoff during the case.

Event description:
It was reported that; the poly adjustment driver had 2 of the prongs breakoff during the case.